Manufacturer narrative:
No pt info provided as no pt was involved in this concern. (B)(4) issued. Spring arm cable returned to MFR. Investigation of camera spring arm assembly finds the cable passed a continuity test with no opens or shorts detected, however, the cable is damaged at the lemo connector exposing the shield wire. Replacement part shipped (B)(6) 2011. System is fully functional.

Event description:
A biomed representative reported intermittent black status on the stealthstation treon guidance system camera when booting up the system. Attempted re-booting the system a number of times and it worked intermittently by manipulating the lemo connection from the spring arm cable into the camera, however, the system is not usable. This event did not occur during surgery. There was no pt present.